Event description:
It was reported that the physician was attempting to treat a lesion with 80% stenosis in the rca pd with a 3.0mm diameter x 24mm length endeavor resolute drug eluting stent but the device failed to cross the lesion. Pre-dilatation was performed using a 2.0mm diameter x 15mm length balloon. While pulling back the stent system it was reported that the stent slipped over the system and dropped into the femoral artery. The physician removed the stent using a snare catheter. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis). No results available since no evaluation was performed. Device not returned. Evaluation conclusions: inherent risk of procedure (stent dislodgement). Patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis). (B)(4).